Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a microcentrifuge vial with moisture on the lens. Visual inspection found no visible damage to lens. Corrected data: d11- medical products: injector model msi-pf, lot # 1405501; cartridge model sfc-45, lot # 1415538; foamtipplunger model, lot # 1406581. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -08.50/1.5/079 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. The lens was removed and replaced for a longer length lens on (B)(6) 2019 due to low vault. This resolved the problem. Cause of the event is reported as unknown.